Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. The reported problem (add gel/replace belt messages, check therapy pad messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear te was pulled from the strain relief. The cause of the test failure and the reported messages was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and notified zoll that a patient was receiving add gel/replace belt and check te pad messages in the absence of a prior gel release.